Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that on: patient underwent laminectomy, lumbar fusion with instrumentation using rhbmp-2/acs and dbm. Floseal matrix was also used. (B)(6) 2011: patient was discharged. Post-operatively, patient sustained unspecified injuries